Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the reader and observed damage to the plastic channel retaining the pins of the usb port. The damage observed to the plastic channels was likely the result of an incorrectly inserted usb cable. This leads to the pins within the usb port to be misaligned and results in the port not functioned as intended. The reader was de-cased and placed into the reader test fixture to download log. Therefore, this issue is not confirmed to use. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. In addition, the review determined that the correct cable and adapter were part of the reader kit pack and there was no indication that the product did not meet specifications. If partial product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. This serves as a correction report. Section h11 (additional mfg narrative) was incorrectly documented in the initial report. The correction has been made here. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/no power issue was reported with the abbott diabetes care (adc) device. The customer was unable to test due to the device not powering on with button press or test strip insertion. The customer experienced weakness, "could not stand and kept sitting down", and was unable to self-treat. The customer was admitted in the hospital and received unspecified treatment. There was no report of death or permanent impairment associated with this event.

Event description:
A battery/no power issue was reported with the abbott diabetes care (adc) device. The customer was unable to test due to the device not powering on with button press or test strip insertion. The customer experienced weakness, "could not stand and kept sitting down", and was unable to self-treat. The customer was admitted in the hospital and received unspecified treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the reader and observed damage to the plastic channel retaining the pins of the usb port. The damage observed to the plastic channels is likely the result of an incorrectly inserted usb cable. This leads to the pins within the usb port to be misaligned and results in the port not functioning as intended. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre reader were reviewed and the dhrs showed the freestyle libre reader passed all tests prior to release and correct cable and adapter was part of the kit pack and there was no indication that the product did not meet specifications therefore, this issue is not confirmed. The exact date of event is unknown. The date entered in section b3 is based on the customer's report of 2 weeks ago. All pertinent information available to abbott diabetes care has been submitted.